Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted after the patient had passed away. The lead was returned to the manufacturer, analyzed and tested out of specification. The patient passed away in a manner unrelated to the lead and the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.